Event description:
It was reported that failure to advance and cancelled/rescheduled procedure post-sedation occurred. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The patient's aortic valve leaflet contained a growth and the transcatheter heart valve was expected to pin the leaflet back. The sentinel cps was advanced into the anatomy, and the proximal filter was deployed. The physician wanted to re-position the proximal filter, so it was recaptured. In attempt to re-deploy, the proximal filter slider (#1) was stuck halfway and the proximal filter failed to deploy. The sentinel cps was removed and exchanged for a second sentinel. The second sentinel cps was advanced into the anatomy, and the proximal filter was deployed in the intended location. The physician then attempted to wire the left common carotid (lcc) for distal filter placement, however after several attempts, the physician was unable to advance the wire or sentinel cps up to the lcc. The second sentinel cps was removed from the anatomy. Once outside of the patient, the physician attempted to deploy the proximal filter to check the basket, however the proximal filter slider would not move, and the proximal filter failed to deploy. Given the patient's aortic valve anatomy, the physician did not feel comfortable proceeding with the tavr without embolic protection in place. The tavr was aborted. There were no patient complications.

Event description:
It was reported that failure to advance and cancelled/rescheduled procedure post-sedation occurred. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The patient's aortic valve leaflet contained a growth and the transcatheter heart valve was expected to pin the leaflet back. The sentinel cps was advanced into the anatomy, and the proximal filter was deployed. The physician wanted to re-position the proximal filter, so it was recaptured. In attempt to re-deploy, the proximal filter slider (#1) was stuck halfway and the proximal filter failed to deploy. The sentinel cps was removed and exchanged for a second sentinel. The second sentinel cps was advanced into the anatomy, and the proximal filter was deployed in the intended location. The physician then attempted to wire the left common carotid (lcc) for distal filter placement, however after several attempts, the physician was unable to advance the wire or sentinel cps up to the lcc. The second sentinel cps was removed from the anatomy. Once outside of the patient, the physician attempted to deploy the proximal filter to check the basket, however the proximal filter slider would not move, and the proximal filter failed to deploy. Given the patient's aortic valve anatomy, the physician did not feel comfortable proceeding with the tavr without embolic protection in place. The tavr was aborted. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned with the proximal filter sheathed, the articulating distal sheath relaxed, and the distal filter sheathed. Functional testing was performed, and the proximal filter could be deployed using the proximal filter #1 without any issues. The articulating distal sheath could be fully deflected using knob #2 without any issues. A test guidewire could pass through the sentinel cps without any issues. No issues were identified that could be attributable to the reported events of proximal filter failure to deploy. The reported events were not confirmed.